Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the tubing came out of cannula at the quick release while the patient was sleeping. This issue occurred for the second time in a few weeks and the patient woke up with blood glucose level at 300 mg/dl. The site location was at right triceps and the pump was lying on the bed. This had occurred on day 3 of infusion use and the first instance of detachment occurred on day 2 of use. Reportedly, the infusions were stored in a cabinet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.